Event description:
Asystole; family alleges patient had seizure. One physician questions whether seizure produced inhibition, another physician questions if device stopped pacing which may have caused stroke. Strip showed long pauses, no capture, output or pacing. System remains implanted.